Event description:
It was reported that there was difficulty inserting the cannula and the needle did not deploy, as the pink slide did not move forward; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.